Event description:
It was reported that (1) sw100 was used during a laparoscopic nissen fundoplication procedure. It was reported by the rep that during procedure the suture assistant worked on two suture knots, then would not on two knots. Feedback from the hospital "would not throw the knot". Opened another device to complete the case. There was no consequence to pt.